Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The device was started up at 12:03:46 on (B)(6) 2025. At 18:32:50 on (B)(6) 2025, an arrhythmia was detected. ECG shows vf with CPR/motion artifact and electrode lead falloff. The device properly detected vf. CPR/motion artifact and electrode lead falloff prevented the lifevest from treating the patient. The electrode belt was disconnected at 19:12:57 on (B)(6) 2025.